Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited under sensing, low impedance, and loss of capture. The lead was not used and a new lead was implanted. The patient was in good condition post procedure.